Event description:
It was reported that during a cori ukr procedure, the surgeon was concerned that the algorithm left the patient in slight valgus cut on the tibia. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore a visual and functional inspection could not be visually performed. The reported problem could not be visually or functionally confirmed. Screenshots and log file review did not indicate that the system did anything improperly that would have made the patient slightly valgus on the tibia. The case was put in casevisualizer, where it was verified that the checkpoints were in positions that would not have been disturbed during bone removal. This indicates that tracker movement causing an over-resection of the bone was unlikely. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Although the reported complaint was not confirmed, the final tibia cut could have been slightly valgus if the user did any additional rasping that may have over-resected the tibia to be slightly valgus. The cori user¿s manual recommends to use the plane visualization tool after bone removal to visualize the actual cut prepared. This situation is captured in the optimus risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.